Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that foreign material was present in the device. It was reported that during preparation for a pulse field ablation (pfa) procedure, a farawave catheter was selected for use. After unboxing the farawave pfa catheter, the physician noticed that the lumen of the side port of the farawave catheter was "crusty" looking as if the device had bubbles. Despite multiple flushing attempts, the physician decided to replace the catheter. A new catheter was used to complete the procedure. The procedure was completed without patient complications. The device is expected to be returned.

Event description:
It was reported that foreign material was present in the device. It was reported that during preparation for a pulse field ablation (pfa) procedure, a farawave catheter was selected for use. After unboxing the farawave pfa catheter, the physician noticed that the lumen of the side port of the farawave catheter was "crusty" looking as if the device had bubbles. Despite multiple flushing attempts, the physician decided to replace the catheter. A new catheter was used to complete the procedure. The procedure was completed without patient complications. The device was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device noted some bubbles or occlusion observed inside the flush lumen. A guidewire was inserted through the catheter, and the catheter was deployed to basket and flower without difficulty. Flushing was then tested through the irrigation line. Flushing was functional in all deployment states. The observed material inside the flush lumen was found to be consistent with adhesive. It is not abnormal to potentially have the adhesive flow in between the flush lumen and strain relief, resulting in the observed bubbles. Since flushing through the lumen was functional, no leak path allowed for the adhesive to flow into the flush lumen and cause an occlusion.